Event description:
It was reported that the vey tortuous and calcified lesion was pre-dilated to 1.6mm distally and 2.0mm proximally. The 2.5x38mm esprit btk system was advanced to the target lesion however during deployment the scaffold was pushed and became c shaped and was oversized. The system was folded and wrinkled, requiring a cut down procedure to remove the device. A delay in the procedure was reported due to the cut down performed. No additional information was provided.

Manufacturer narrative:
D4: the UDI number is not known as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the productions records or similar complaint query could not be performed as the part and lot numbers were not reported and the device was not returned. It was reported the procedure was to treat a heavily tortuous and calcified lesion in the left posterior tibial artery less than 10cm from the ankle. The lesion was pre-dilated to 1.6mm distally and 2.0mm proximally. The 2.5x38mm esprit btk system was advanced to the target lesion however during deployment the scaffold became c shaped and was oversized. Per the physician it cannot be confirmed if the scaffold was pushed, or it was the vessel shape that was bent. The system was folded and wrinkled, requiring a cut down procedure to remove the delivery system and scaffold. It should be noted that the esprit btk system instruction for use states: the esprit brk everolimus eluting resorbable scaffold system is indicated for improving luminal diameter in infrapopliteal lesions in patients with chronic limb-threatening ischemia (clti) and total scaffolding length up to 170 mm with a reference vessel diameter of great than or equal to 2.5 mm and less than or equal to 4.00 mm. In this case, it is unknown if the instruction for use (IFU) deviation related to use outside of indications caused and/or contributed to the reported difficulties. Based on the information provided, a definitive cause for the reported difficult or delayed activation could not be determined. The reported material deformation, delayed treatment and surgical intervention appear to be related to operational context. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 - describe event or problem: updated. H6 - code 2017 was added.

Event description:
Subsequent to the initially filed medwatch report, additional information was provided. It was reported the procedure was to treat a heavily tortuous and calcified lesion in the left posterior tibial artery less than 10cm from the ankle. The lesion was pre-dilated to 1.6mm distally and 2.0mm proximally. The 2.5x38mm esprit btk system was advanced to the target lesion however during deployment the scaffold became c shaped and was oversized. Per the physician it cannot be confirmed if the scaffold was pushed, or it was the vessel shape that was bent. The system was folded and wrinkled, requiring a cut down procedure to remove the delivery system and scaffold. No additional information was provided.